Event description:
Initial reporter indicated that a patient's vns generator was replaced for being at end of battery life. The explanted generator was returned for product analysis. Eos was confirmed based on battery voltage measuring 1.596 volts (depleted). During testing, schottky diode cr2 was found to exhibit an out-of-limit (higher) leakage current at test chamber temperature. During electrical testing this leakage increased the module's supply current pulsing by approximately 6.1microa over the high limit (spec 80.000 - 120.000microa). The out-of-limit pulsing current could potentially be a contributing factor to the eos, however, the battery longevity calculation determined that the eos was an expected event. As the generator was received in an eos state, the extent to which the increased current consumption may have contributed to a depleted battery cannot be determined. The caged module met specifications following the cr2 replacement.